Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"Dr. (B)(6) planned to perform relay plus with arch debranch and plan to implanted proximal graft at zone 0 (m3-38-145-34) we are saw the leaked from the stopcock during time dr.(B)(6) flushing the normal saline for preparing the device (as per video) the flus port/stopcocks of relay plus is brocket and we can't flush the sterile waters to soak the graft before insert the delivery to patient and deploy graft. However we did used the elastic to entwine leaking area then tried to flush the sterile again. Outer sheath over the angulation first before insert the inner sheath in by move the deploy grip up and pull the whole system down with adjust the proximal graft to overlapping to the second piece and do a final run."